Event description:
Patient's left breast implant ruptured within five months of insertion. Implant may have been defective. The patient underwent bilateral nipple sparing mastectomy with left sentinel lymph node biopsy and immediate reconstruction. Right and left tissue expanders were implanted. Two days later, the patient returned to the or for evacuation of hematoma from the left breast. Four months later the patient returned to the or for left breast irrigation and debridement, washout, and insertion of drain. One month later the patient returned to the or for removal of bilateral breast implants. Surgeon found a ruptured left breast implant.